Event description:
Bilateral allergic reaction. Reported by allergist - m.d., of allergy asthma and immunology. Pt has had a mastectomy and she is having an inflammatory reaction to the mentor expander.

Manufacturer narrative:
Additional lot#: 5808466.